Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2018, it was reported that some problem to open this mesher and to put it in the roller. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number 1513141, and a 3:1 ratio cutter, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was (B)(6) 2017 where it was reported that the comb part was bent and needs to be replaced and the roller, roller gear, bearings, and screw were replaced. This is not a related issue. Product review of the skin graft mesher on september 20, 2018 revealed that the calibration was out of specifications and the device produced an incomplete cut. The comb was damaged and needed replaced. The 1.5:1 ratio cutter, serial number (B)(4), and the 3:1 ratio cutter, serial number (B)(4) both produced a passing sample mesh. No ratchet or cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the bearings, roller gear, and comb. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during product review there were numerous damaged components which could cause the device to not properly open or shut. The roller and roller gear were replaced. The root cause of the device having issues opening and putting the roller into the device could not be specifically determined with the provided information since it is unknown how the damaged occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.

Event description:
Some problem to open this mesher and to put it in the roller. Noticed during inspection, no impact to patient. Investigation revealed the comb was damaged, among other components.